Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neurostimulator (ins). The hcp stated while the patient was in for an unrelated MRI, the patient reported the device was off as she does not use it. The patient stated they could never get it to work properly (was too strong). The patient worked with the manufacturer representative to try and regulate it but they were never able to so the patient just turned it off completely. The implant date was provided as the event date ((B)(6) 2014).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.